Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-03189 and 03223).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a revision procedure was performed on (B)(6) 2012 due to patient allegations of metallosis, elevated cocr levels, pain, loss of range of motion and tissue/bone destruction. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Blood test results were incorrectly reported. The blood tests reported were for another patient. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03189 & 03223).